Event description:
The user received a questionable hcg result for one patient sample on (B)(6) 2010 from the cobas e601 module. The patient's initial hcg testing on (B)(6) 2010 had a result of 3531 miu/ml. The patient also had an hcg qualitative test performed with a positive result. The patient returned on (B)(6) 2010 and another sample was drawn. This sample generated a result of 63 (62.61) miu/ml and was reported outside the laboratory. These results were generated with hcg reagent lot number 15653702. On (B)(6) 2010, the patient was admitted through the ER after an hcg result of 6362 miu/ml. The patient had surgery on (B)(6) 2010 for an ectopic pregnancy based on the hcg result and the patient's symptoms. The patient was doing fine after the surgery. On (B)(6) 2010, the sample from (B)(6) 2010 was retrieved and repeated with a result of 2460 miu/ml. This result was reported on 07/10/2010. These results were generated with hcg reagent lot number 15739702. The user stated the patient's physician indicated that the patient's treatment would have been different if the result from (B)(6) 2010 would have been reported as 2460 miu/ml instead of 63 miu/ml. It was noted the sample from (B)(6) 2010 was tested in a sample rack without the recommended tube adapter. This potentially causes the sample to be off-center resulting in sampling errors. The field service representative could not find a cause. He checked the adjustments and ran diagnostic testing on the sampling and measurement systems. The results were within typical range.

Event description:
It was reported that during a procedure of a straight forward ostial right coronary artery (rca) lesion, the 3.5 x 15 mm multi-link 8 was deployed and post-inflation, resistance was met when attempting to pull-back the stent delivery system (sds). The balloon was stuck with the stent. The sds was advanced then retracted and was removed from the anatomy without issue. There was no reported patient sequela. It was suspected that the balloon may have dislodged the stent. No additional information was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause was not identifie. No adverse events were alleged regarding the event.